Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose level was 600 mg/dl. The customer administered a manual injection. Reportedly, the customer has a backup medtronic pump available as alternate insulin therapy.